Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that after restarting the device, they were able to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device was subjected to bench handling, stress testing, and full ECG functional testing with the returned limb lead cable and test pads without duplicating the malfunction. However, review of the device logs did confirm the customer report. The defib cable receptacle and multifunction cable were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.